Event description:
A dialysis facility reported that two patients gained weight during a hemodialysis treatment. The machine passed the self tests and the pressure holding test prior to use. See report number 2937457-2008-00012 for information on the first patient. The second patient came in with a pre dialysis wt. Of 72.5 kg and left with a post wt. Of 79.1 kg. The machine indicated that 3.6 kg. Was removed. The patient was asymptomatic during treatment but was noted to have facial edema post treatment. Dialysate flow rate was reduced from 800 ml/min. To 600 ml/min. During treatment due to transmembrane pressure (tmp) alarms.

Manufacturer narrative:
Device was evaluated on site by a fresenius equipment specialist. A small ultrafiltration (uf) variance was observed. The uf was 40 ml/hr. Greater than expected. The reported problem was not duplicated. (B) (4).